Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that no capture was observed on the rv lead. It was noted there was not capture at max output in right ventricular lead. The patient was pacemaker dependent and the rv lead was left in place and the lv lead output was programmed higher for left ventricular pacing only. Patient condition was good at the end of procedure.